Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not vibrate during the self-test. The customer was sent a replacement battery cap. The insulin pump was making a constant tone and had a blank display. Customer's blood glucose level was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics assembly. Unable to perform all the functional testing, including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. The pump was received with moisture damage on the motor, vibration, keypad and battery tube assembly. The pump was received with a stripped battery cap coin slot, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.